Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-05575. It was reported that there was a loss of sensing and an increase in pacing threshold on the right atrial (ra) lead. During the ra lead repositioning procedure, the ra lead could not be unscrewed from the header of the device. The ra lead was cut and the device was explanted and replaced. The distal portion of the ra lead was capped and remained implanted. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a partial lead (connector portion) was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.